Event description:
After using 25g medline butterfly needle to draw blood from pt [patient] right hand, a leak was noticed at the beginning of the line towards the base of the safety connecting needle to syringe. Once noticed I removed the needle and applied pressure, as well as attempted to safety the needle. Needle would not safety, and after pt hand stopped bleeding, I placed unsheathed needle into sharps container. The patient did have to be drawn again. Sharps container given to shift lead.